Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received wrapped in gauze inside a specimen cup. Visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. And that the lens was received cut in half with an edge chip. Which may have occurred, during the explant. Furthermore, fibers were observed on the lens. However, this can be attributed to receiving the lens wrapped in gauze. And therefore, cannot be confirmed, to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints, revealed 1 other complaint has been received, for this production order number and the issue was not related. Therefore, no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2020-(B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted in the patient's left eye was an incorrect diopter. The lens was explanted. There was no vitrectomy, incision enlargement or sutures required. No further information is available.